Manufacturer narrative:
H10: h2, h6. The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. No relevant clinical information will be provided for inclusion in this medical investigation. However, post-tonsillectomy hemorrhage is a known risk associated with this procedure. Per communications, this issue resolved after the patient returned to o.r. For coagulation. Additionally, there were no surgical delays, a backup was available to complete the procedure and there were no further complications to the patient reported. Therefore, no further clinical/medical assessment is warranted at this time. Should additional medical information be provided, this complaint will be re-assessed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found no related failures; this failure mode will be trended to assess for any necessary corrective actions. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. Risk management documents review found no additional risks that require to be added to the reference document. Without the reported product a visual inspection and functional evaluation cannot be performed and customer´s complaint cannot be confirmed. Potential factors unrelated to the design or manufacture of the device that may lead to bleeding or clotting include, but are not limited to: loss of function, inadequate hemostasis (post-operative). There are no indications to suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that after tonsil procedure, there was a primary bleed after the case. The patient was taken back to operating room to coagulate the bleed. There was no surgical delay and a back up was available to complete the procedure. No other complication were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.